Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/15/2015.

Event description:
Procedure: total laparoscopic hysterectomy. According to the reporter: the needle fell out of jaws while in use closing vaginal cuff. There were two endostitch reloads involved. The patient was reported to be doing fine. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.

Manufacturer narrative:
(B)(4).